Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device did not warm. Per review of wo on 19dec2022, there was no patient involvement.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was not duplicated during evaluation. The device was evaluated and the reported issue was unconfirmed as the issue was not duplicated during testing. No repairs were made. The water was exchanged and the chiller was cleaned preventatively. The device underwent an est, functional check and passed all applicable tests. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device did not warm. Per review of wo on (B)(6) 2022, there was no patient involvement. Per follow up information received via email on 30jan2023, water exchanged, and chiller cleaned to resolve the issue. Electrical safety and functional test were done. The serial number of the device was (B)(6). The date of event occurred was 16dec2022.